Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that the pump would not power back on after a battery change after being exposed to water. The reporter noted moisture behind the display screen and denied any damage to the battery cap or battey compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/15/2013 with the following findings: a visual inspection of the pump confirmed evidence of moisture in the display lens. During testing, the pump was unable to power on. A crack was found on the battery compartment and there was visible corrosion inside. The pump failed an in-house leak test at the battery compartment. The pump cover was removed and internal moisture damage was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.